Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe the packaging is missing a break line. The pre-packaged syringes do not have a break line and the second part of the packaging is always empty (the second syringe is missing). Means there are far fewer syringes in the overall packaging than the overall packaging describes. The exact amount affected is not yet known. The involved quantity is not known now.

Event description:
It was reported that 3000 bd plastipak¿ luer-lok¿ syringe the packaging is missing a break line. The pre-packaged syringes do not have a break line and the second part of the packaging is always empty (the second syringe is missing). Means there are far fewer syringes in the overall packaging than the overall packaging describes. The exact amount affected is 3000.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that 3000 bd plastipak¿ luer-lok¿ syringe the packaging is missing a break line. The pre-packaged syringes do not have a break line and the second part of the packaging is always empty (the second syringe is missing). Means there are far fewer syringes in the overall packaging than the overall packaging describes. The exact amount affected is 3000. D10: device available for eval yes. D10: returned to manufacturer on: 03-jul-2023. H6: investigation summary: sample and photo received by our quality team for investigation. Upon visual evaluation, it can be observed two strips joined by the short edge. One of the strips do not have product inside. A device history review was performed for the reported lot 2202063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the teams investigation, possible root cause is associated with maladjustment in the crosscut of blisters. If strips of unitary packaging are not correctly separated, an empty strip is not correctly discarded and therefore, it can be packaged in the case. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.